Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's father reported his daughter's blood glucose history is as follows: time: 10:24 am, bg (mg/dl): 101; time:12:30 pm, bg: 157; time: 4:30 pm; bg: 316. There were no carbohydrate counts or insulin dosages provided. Upon removal he noticed the cannula was "crinkled."